Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, and h6 - component code, impact code, type of investigation, investigation findings, and investigation conclusions. H11 additional manufacturer narrative: as per latest information received, the patient was successfully treated surgically and was fine. The doctor stated that in the surgery report there was nothing found regarding leaflet or chordal damage or similar issues that might give a hint for any damage caused on the mitral valve by the intervention. A supplemental MDR is being submitted to correct the reportability of the event previously reported. The reported event does not indicate a device malfunction or performance issue. The procedure involved a pascal precision device and an ace device for mitral intervention via right femoral vein access. During the case, anatomical challenges were encountered, including a small and misleading fossa for transseptal puncture, resulting in an aortic hugger/posterior trajectory that could not be fully compensated by guide flex. These factors contributed to difficulties in navigating the device and grasping the posterior leaflet, likely due to chordal interference and reduced visibility. The procedure was aborted without device implantation. Post-procedure, a possible flail in the lateral portion of p2 was suspected; however, this was not confirmed during surgical follow-up. The surgical report indicated no leaflet or chordal damage attributable to the intervention. Imaging quality during screening and the procedure was suboptimal, making it unclear whether the suspected flail existed prior to the intervention. Additionally, any perceived increase in regurgitation could have been influenced by saline/volume administration during the procedure. The patient's mitral regurgitation remained severe (grade 4) before and after the intervention, and the patient was successfully treated surgically with no findings of device-related damage. Based on these observations, there is no evidence of device malfunction or deficiency. The challenges encountered were primarily anatomical and procedural in nature, and the suspected chordal damage was not substantiated by surgical findings.

Event description:
As per latest information the patient was successfully treated surgically and was fine. The doctor stated that in the surgery report there was nothing found regarding leaflet or chordal damage or similar issues that might give a hint for any damage caused on the mitral valve by the intervention.

Event description:
As per the report received from germany, edwards received notification of a pascal precision in mitral position by right femoral vein where one pascal precision and one ace were used. During the procedure there was a chordae damaged. There were difficulties navigating the device due to anatomical challenges. The fossa for tsp was rather small and misleading regarding the superior-inferior position for puncturing. We ended up with an aortic hugger/posterior trajectory which could not be compensated by guide flex. There were issues grasping the posterior leaflet most likely due to chords but the deteriorated visibility of the posterior leaflet also contributed to trust issues regarding the posterior grasping. The procedure was aborted. The physicians weren't really sure if the assumed flail structure was there before. Imaging quality in screening was even worse than during the procedure. Also, it's difficult to say if there is more regurgitation after the aborted intervention. It was also stated that the probable higher regurgitation (which is still grade 4 mr as before the intervention) could be induced by saline/volume given to the patient during intervention. There was no point in the procedure where there were major issues that would be associated with chordal rupture. It was only noticed after the case that there might have been a flail in lateral portion of p2 that probably wasn't there before. No devices were implanted. The grade of regurgitation was severe before and after the procedure. Three hours after the procedure the patient was still on ICU under elevated catecholamines.

Manufacturer narrative:
B2: other serious: in this case there was no reintervention performed. However, there is a potential for reintervention. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case.